Event description:
Information received indicates the bed is alarming due to fluid ingress into the siderail cover.

Manufacturer narrative:
The technician replaced the right siderail ucm board to repair the bed.